Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heater cooler unit made a very loud clicking noise. Customer stated that the cardioplegia channel (channel a) had no flow and the pump was making a grinding noise when in prime and normal operation modes. As a result an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the patient.

Manufacturer narrative:
This complaint is confirmed upon the inspection of pump, found that the fins were broken on the impeller. The field service representative (fsr) removed and replaced the channel a pump impeller, spindle and thrust washer. The unit operated to manufacturer specifications and was returned to clinical use. The suspect components were sent to the manufacturer for further evaluation. The fsr advised the customer to make sure the loop is intact and all valves are open before priming and running the channel. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.